Event description:
It was reported per field service report: symptom - pump would not unwrap balloon after 3 tries. Second pump worked on the first try. Pump has a metal tapping sound when pumping. Finding/action taken: pump sounds like it is hitting home sense (that is the sensor that picks up the home position for the bellows pump). Balloon pressure waveform is low. Check volume, reads 43 cc on 50 cc. Checked pcs (pneumatic control switch), augmentation. Chamber/valve and cpu (central processing unit). Wait on approval of cost of new pump assembly. On (B)(6) 2012 replaced pump assembly. Performed functional checks - passed. Add'l info rec'd on (B)(4) 2012: per the field service rep stated the pump was on a pt, failed unwrapping the balloon three times, so second pump was used successfully. An estimate in delay, 30 seconds for the 3 tries and approx 1 and a half mins if the second pump was in the same room to switch over the leads, iab connector and start pumping with a total of 2 min delay. There was no report of pt injury and led to assume no complications with this case other than the failure to unwrap the intra-aortic balloon (iab).

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.